Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a debate on twitter regarding an issue with a cook celect filter indwelling for one year was discovered. The hook on the filter straightened and make it difficult to retrieve with a snare. The physician retrieved the filter with use of forceps instead. A single photogragh and several fluoroscopic images was provided for imaging review. Per imaging reviewer´s findings: ¿the fluoroscopic images are low quality screen shots demonstrating capture of the hook of a celect platinum ivc filter with what appears to be the gtrs. There is incomplete collapse of the primary filter legs on the second image. The image demonstrating the primary filter legs does not demonstrate how caudally the sheath was able to be advanced over the filter during this attempted retrieval. The final fluoroscopic image demonstrates what appears to be a 16-french sheath with the filter no longer present. The single photograph demonstrates what appears to be the hook of a celect platinum ivc filter in a straightened configuration. There is minimal fibrin material at the base of the hook, otherwise the visualized portion of the ivc filter is intact. ¿ per imaging reviewer´s impressions: ¿nothing on the images submitted for review would suggest that the ivc filter was not manufactured to specifications. This event, straightening of the hook of the ivc filter, is not an infrequent event for complex ivc filter retrieval's as the force required to collapse the legs of the ivc filter into the retrieval sheath is greater than the upper limits of force the ivc filter hook is designed to withstand. In my experience, the ball on the end of the ivc filter usually acts as a catch point, such that even in a straightened configuration, the snare does not come off of the end of the straightened hook. In this case, it appears the snare was unable to stay engaged with the ivc filter hook and additional steps were undertaken to retrieve the filter. The steps described are not unusual for complex ivc filter retrieval. What is somewhat unusual is the difficulty in retrieving the filter after a dwell time of only 1 year suggesting that patient's biology is such that there was significant ingrowth of tissue around the ivc filter feet making the retrieval very difficult. Furthermore, there is no discussion whether or not any significant penetration was present, which would have also resulted in increased force required to remove the filter.¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: retrieval failure there are adequate controls in place to ensure that this type of filter is manufactured to specifications. Based on the provided information an exact cause for this event is unknown. However difficult to retrieve filter is a known adverse event. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(6). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: cook celect filter indwelling for one year. It seems as though the hook for snaring the filter came undone and made it difficult to retrieve it. The physician had to resort to forceps. In the commentary the physician states that this has happened to him before too with tulip and celect ivc filters. Ivc filter grasped no problem, but apparently too much elbow grease when advancing the sheath. Hook bent straight up and snare came off in sheath but legs still embedded. Switched to forceps. Integra 60 cm laryngeal crocodile forceps through a 16 french sheath. Conscious sedation with continuous monitoring. Patient outcome: the patient did require additional procedures due to this occurrence, as stated in description of event.